Event description:
It was reported that this patient had presented to the emergency room due to shortness of breath. The device was interrogated and found normal function, however the report indicated that the left ventricular (lv) lead had out of range pacing impedances. It was noted that the lv pacing output was set to low, as it appeared that it was a known issue for the past few years and was not likely the cause for the dyspnea. The plan was to continue routine care. The lead remains in-service. No adverse patient effects were reported.